Event description:
During the implantation of (r) & (l) deep brain stimulators, both stimulators were inadvertently placed on the left side of the brain. There was a miscalculation of the coordinates during the procedure. The patient now has an intraventricular bleed.